Manufacturer narrative:
Colonic ftrd was used for the treatment of a lesion in the right colon. Tissue was mobilized in cap with a grasping device. The clip deployment was not verified by the user before snare resection. The following technical analysis of the device in question did not reveal any deviation from product specification. In a functional test the clip could be deployed without any problem. This report is part of the subsequent notification, as communicated by ovesco on 24.10.2024 and refers to: follow up questions ftrd system perforation-clip detached (B)(4).

Event description:
Colonic ftrd was used for the removal of a tumor in the ascending colon. After pulling the tissue into the cap, the clip application was not visually verified before resection the resulting bowel perforation required subsequent surgical closure. The patient recovered well after surgery.